Manufacturer narrative:
The device was not returned for eval. The lot number is unk therefore a device history record could not be reviewed. (B)(4). The info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain additional info, the complainant/reporter was unable or unwilling to provide any further pt, product or procedural details to bard. See scanned page.

Event description:
It was reported that the drain broke off in the pt. When removing the drain, the suture was cut and possibly drain as well. When pulling, resistance was noted and the drain retracted back into the pt and a small portion of the drain was believed to have remained in the pt. Pt had a CT scan and an additional surgical exploration performed with no drain portion being noted. The drain edge appeared jagged when exanimated after removal. Drain was indwelling for 3 days for neck wound exploration and biopsy.